Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the patient's ins's was not charging. His leg was still shaking after he charged the ins to 50%. It was confirmed that the ins was turned off. When the ins was turned back on, he said it was too much and had to shut it back off. The patient was advised to talk to their physician.